Event description:
It was reported that the external pulse generator's upper display of the liquid crystal display (lcd) did not illuminate. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of the upper display not illuminating. Analysis did find that the ring was bent and it was therefore replaced. (B)(4).